Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A mailman guidewire was advanced to cross the lesion. However, during balloon deployment, the tip of the guide wire with ice hydrophilic coating broke off inside patient. The guide wire tip was unable to be retrieved. No further patient complications were reported.